Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6)2012. According to the complainant, during the procedure while attempting to advance the guidewire from the patient's bile duct to the pancreatic duct the tip the middle of the tip peeled, leaving the metal tip of the corewire covered. No attempts were made to recover the peeled piece. The procedure was completed with a second jagwire with no patient complications. The patient's condition has been described as stable. Investigation results revealed on (B)(4) 2013 that the distal tip had detached, exposing the tip of the corewire, making this a reportable event.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. A visual examination of the returned device revealed that the tip of the corewire had detached, exposing the tip of the metal corewire. Adhesive remnants were found on the corewire, indicating that the pebax had been properly attached. There was no evidence of a corewire fracture and no damage to the ptfe coating. The outer diameter was measured and found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.